Manufacturer narrative:
(B) (4). Surgical procedure, secondary surgery. (B) (4).

Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens on (B) (6) 2006, in the pt's left (os) eye. The lens was explanted on (B) (6) 2009, due to low vault and cataract extraction. An intraocular (iol) lens was implanted. The lens opacity was first observed on (B) (6) 2007. The location of opacity, anterior. Bscva was 20/15 at that time. The pt was monitored every six months, eventually the asc progressed and visual acuity was 20/60.